Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to out of range right atrial (ra) and right ventricular (rv) pacing impedance measurements. Additionally, the minute ventilation (mv) feature was disabled. The patient was seen in the clinic for further testing and an x-ray was performed and showed a kink near the subclavian. The plan is to do a lead revision. The patient is not dependent and there were no inhibition greater than two seconds noted. The pacemaker, ra lead and rv lead remain in service, and there was no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to out of range right atrial (ra) and right ventricular (rv) pacing impedance measurements. Additionally, the minute ventilation (mv) feature was disabled. The patient was seen in the clinic for further testing and an x-ray was performed and showed a kink near the subclavian. The plan is to do a lead revision. The patient is not dependent and there were no inhibition greater than two seconds noted. Additionally, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was discarded by the hospital staff, no device return for analysis.